Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the trial cracked during the case. No injuries or delays reported. No pieces left into the patient. Backup device available and used. No more information provided.